Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 1/14/2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was determined that items were not showing to issue but showed to cycle count. The technical support specialist found drawers 01 - 07 were not enabled for preselect. Technical specialist re-enabled and they were able to get their medication. As for the issue with the windows update. The error being flagged in event viewer for the windows update was 0x800f0922. Cleared update folder and running a reset script to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower items were not showing to issue but showed to cycle count. A customer had reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this incident.